Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working. A fluid loss was suspected, and the left cylinder was observed ruptured. The ipp was explanted and replaced. No patient complications were reported.